Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited battery status elective replacement indicator (eri) prior to implant. Further clinical information has been requested.